Manufacturer narrative:
(B)(4). Unit received with blank display and a constant tone. After disconnecting the electronic assembly stack and reconnecting the electronic assembly stack, unit power up with no display. Problem isolated to electronic assemblies. Unable to perform displacement test, rewind, prime/seating, basic occlusion test, force sensor test, self test, dat test, and current measurements or verify device heating anomaly due to display anomaly.

Event description:
Information received by medtronic indicated that insulin pump was overheating. No harm requiring medical intervention was reported. The customer was decline to troubleshooting. The device will be returned for analysis.